Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device was powerbroken and had a loose muffler. During in-house engineering evaluation, it was observed that the device has unintended motion and would not turn off. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was powerbroken, device had unintended motion and would not turn off and the muffler was loose. It was determined that the device was powerbroken because of failure to follow the directions for use and running the device in the safe or load position. It was determined that the muffler was loose because of loctite deterioration. The assignable root cause was determined to be due to damage caused by the sterilization process/immersion during cleaning which was failure to follow the directions. This was further defined as misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.